Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported recurrent hypoglycemia with a lowest blood glucose (bg) of 50 mg/dl. The user treated the low with fast-acting carbohydrates, and bg stabilized. No symptoms were reported, and no medical intervention was required.